Event description:
Pt was reported by her mother to have suffered a stroke from a thromboembolism from which she has recovered. Company has not yet been able to confirm this event through the physician contact given by the parent. Warfarin dosage was increased resulting in the recovery.

Manufacturer narrative:
Have been unable to confirm incident through the cardiologist. No conclusions can be made at this time for that reason.